Event description:
Pt was at home, had been sitting for awhile and got up and used the walker and the leg snapped off at the point where the screw fits through the tubing where the folding mechanism is. No injury reported. The unit was received and found the left front leg broken at an attachment point of the walker frame. The brake occurred in the area where the folding hinge attaches to the sideframe using a metal screw.